Event description:
Reporter indicated that a dell handheld computer does not hold a charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.